Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and systemic lupus erythematosus ('lupus') in a 33-year-old female patient who had essure (batch no. 75528-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2006, brain operation in 2004, biopsy breast in 2004, abdominal operation in 1999, rheumatoid arthritis, urinary calculus, chronic kidney disease, migraine, panic attacks, seizure, malposition of uterus, anemia, orthopedic procedure (orthopedic surgery: 1977 & 1989) and uterine ablation. Previously administered products included for an unreported indication: botox in 2004. Concurrent conditions included anxiety since (B)(6) 2013, depression, hydronephrosis, ureteral calculus, hypokalemia, dysmenorrhea, vaginal discharge, vaginitis, vulvovaginitis, incontinence, irregular menstruation, vaginal bleeding, excessive menstruation and polymenorrhoea. Concomitant products included alprazolam (xanax), metronidazole (metrogel), oxycodone hydrochloride;paracetamol (percocet), valproate semisodium (divalproex) and venlafaxine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), adenomyosis ("adenomyosis"), urinary tract disorder ("urinary problems"), abdominal distension ("other: abdominal bloating"), alopecia ("hair loss"), renal disorder ("kidney issues"), fibromyalgia ("fibromyalgia") and tooth loss ("loss of teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, systemic lupus erythematosus, adenomyosis, urinary tract disorder, abdominal distension, weight increased, alopecia, renal disorder, fibromyalgia and tooth loss outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, autoimmune disorder, fibromyalgia, genital haemorrhage, pelvic pain, renal disorder, systemic lupus erythematosus, tooth loss, urinary tract disorder and weight increased to be related to essure. The reporter commented: there were 2 rings in right side and 6 in left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: the uterus is anteverted in position. No adnexal abnormality is seen. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, fibromyalgia, adenomyosis and lupus. Lot # reported (75528) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune- like symptoms') and systemic lupus erythematosus ('lupus') in a (B)(6) year-old female patient who had essure (batch no. 75528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2006, brain operation in 2004, biopsy breast in 2004, abdominal operation in 1999, rheumatoid arthritis, urinary calculus, chronic kidney disease, migraine, panic attacks, seizure, malposition of uterus, anemia, orthopedic procedure (orthopedic surgery: 1977 & 1989) and uterine ablation. Previously administered products included for an unreported indication: botox in 2004. Concurrent conditions included anxiety since (B)(6) 2013, depression, hydronephrosis, ureteral calculus, hypokalemia, dysmenorrhea, vaginal discharge, vaginitis, vulvovaginitis, incontinence, irregular menstruation, vaginal bleeding, excessive menstruation and polymenorrhoea. Concomitant products included alprazolam (xanax), metronidazole (metrogel), oxycodone hydrochloride; paracetamol (percocet), valproate semisodium (divalproex) and venlafaxine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), adenomyosis ("adenomyosis"), urinary tract disorder ("urinary problems"), abdominal distension ("other: abdominal bloating"), alopecia ("hair loss"), renal disorder ("kidney issues"), fibromyalgia ("fibromyalgia") and tooth loss ("loss of teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, systemic lupus erythematosus, adenomyosis, urinary tract disorder, abdominal distension, weight increased, alopecia, renal disorder, fibromyalgia and tooth loss outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, autoimmune disorder, fibromyalgia, genital haemorrhage, pelvic pain, renal disorder, systemic lupus erythematosus, tooth loss, urinary tract disorder and weight increased to be related to essure. The reporter commented: there were 2 rings in right side and 6 in left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: the uterus is anteverted in position. No adnexal abnormality is seen. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, fibromyalgia, adenomyosis and lupus. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.